Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic folded onto the back part of the optic. There was no patient contact. Additional information was received and stated, issue was noticed during priming and the surgery was completed on the same day.